Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that he had high blood glucose of 600 mg/dl and was hospitalized. At the time of the call, the customer had blood glucose of 274 mg/dl. Troubleshooting found that the customer put the wrong insulin into the reservoir. Troubleshooting also found that the pump was functioning as designed. The customer will receive a replacement infusion set and will return his correct set for analysis.